Event description:
Patient was previously implanted with dhs on an unknown date. Approximately 2 weeks after the surgery, the dhs failed and was converted to a trochanteric fixation nail. The nail cut out 24 hours postoperatively. Nail was then converted to a bi-polar hip. This is the second of 3 reports submitted on this event. This report documents the secondary surgery.

Manufacturer narrative:
Eval codes: investigation is on going; no conclusion can be drawn as no device was returned. A review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications.